Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. When physician came to examine her, he jiggled the tube and it was painful. On (B)(6) 2018, the patient was discharged. The patient experienced worsening pain and was taken back to the hospital via ambulance. The patient was started on antibiotics. No exact diagnosis was made, however, a gut area infection was possible. Three computerized axial tomography (cat) scans done but no exact diagnosis was made. The patient was still hospitalized and taking oral clindamycin.